Event description:
On (B)(6) 2010, company representative reported the down arrow button stopped working on her demo infusion device. Company representative stated, the issue occurred last week during a demonstration. Company representative reported the button pops back up when pressed. No physiological effects or assistance from a healthcare professional or second party was required to address the issue. Product to be returned through company manager and device to be replaced through company representative's mgr. Infusion device was used for demonstration purposes only by company representative.